Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricle (rv) lead exhibited infection. A revision was performed and the rv leads were explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. This rv lead will not be returned.